Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely loss of water tightness occurred due to damage on cable unit. The most probable cause of damage on cable unit, the kink protection is broken, the metal core is exposed was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited damage on cable unit, the kink protection was broken, the metal core was exposed and loss of water tightness. There was no patient involvement.